Manufacturer narrative:
Additional information was received that the patient was doing well however, no further information could be obtained about the infection.

Event description:
A report was received that the patient had a possible infection following an implant procedure. The patient was hospitalized due to fever.

Event description:
A report was received that the patient had a possible infection following an implant procedure. The patient was hospitalized due to fever.